Manufacturer narrative:
Additional narrative: it was reported that following the procedure the patient experienced pain, urinary problems, erosion, and other symptoms attributed to the mesh implant. It was reported that the patient underwent mesh revision with burch procedure in 2009 due to pain, failure of mesh, and prolapse. The patient underwent a hysterectomy in (B)(6) 2010. No additional information was provided. (B)(4) -urinary problems; failure of mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and bard pelvisoft acellular collagen biomesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, urinary frequency and hematuria. It was reported that the patient concurrently underwent tvh-bso, uterosacral ligament vaginal vault suspension and paravaginal defect repair.